Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedance out of range. The technical services (ts) recommended to replace this rv lead as a fracture of the lead is suspected. At this time, this rv lead remains in service. No adverse patient effects were reported. Detailed product information was not provided to bsc. We performed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.